Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has 2 leads with the same lot number implanted as part of her scs system. It was reported the patient experienced ineffective stimulation from his scs system. As such, the patient under went surgical intervention during the procedure, it was observed one lead had a "kink" therefore, the lead was explanted and replaced. The other lead was repositioned. The reported issue is now resolved.